Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of in balloon leak the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the distal esophagus during esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, the balloon would not hold pressure. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.